Event description:
It was reported that there has been a progressive increase in the number of channels with high impedances. As of july 30, 2007, there were only 5 useable electrode channels with fully 'normal' impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report. An appointment for device and benefit assessment has been arranged for september 11, 2007.